Event description:
It was reported the patient's epg site had significant bleeding and leakage. The epg became corroded and was no longer functional. Patient developed a rash and possible infection below the epg site. As a result, the epg was removed to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section d4-model number should have been 3599 instead of 3032 in the previous report. Correction: section h6-medical device problem code should have been 1131-corroded instead of 2993 - adverse event without identified device or use problem in the previous report. It was reported the patient's epg site had significant bleeding and leakage. The epg became corroded and was no longer functional. Patient developed a rash and possible infection below the epg site. As a result, the epg was removed to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further review of this event indicates the patient did not have a superficial infection but did develop a rash under the external device that did not require any intervention. Based on this information, this is event is not reportable and was reported in error.